Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 488-573 mg/dl and trace ketones. Cause was not known. A correction bolus was delivered and infusion set changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.